Manufacturer narrative:
Evaluation confirmed the jaw has broken off. This jaw is designed to withstand a force of 10lbs before permanent deformation or breakage. This value should not be approached if used as intended. This event has been attributed to misuse.

Event description:
Tip of scropion broke off during arthroscopic shoulder surgery while retrieving suture. The piece was retrieved, but the surgery was delayed over 30 minutes. This device is used for treatment.